Event description:
Additional information was received from the rep on 2021-(B)(6). The surgeon noted a very twisted catheter upon opening the pump pocket and suspects the pump has been flipping multiple times without the patient knowing as she cannot feel her abdomen. The surgeon unwound the catheter and aspirated 3 cc clear fluid from catheter access port. The catheter was then primed and dose was resumed. The device is still implanted and in service.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2021-(B)(6)explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: 2021-(B)(6)explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter, correction: medical review applied in text/info comments/results section. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. A pump flip with return of baseline spasticity was reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient bent over to do laundry. Surgical intervention was planned and scheduled for (B)(6) 2021. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.